Event description:
It was reported that a lead migration occurred. It was noted that the outcome was resolved without sequelae on 2013 (B)(6). It was noted that interventions included reprogramming on 2013 (B)(6). It was noted that diagnostic methods included fluoroscopy which showed a lead migration on 2013 (B)(6). It was noted that the etiology was related to the device or therapy. It was noted that signs and symptoms included lack of coverage in pain areas.

Event description:
Additional information received reported that interventions included reprogramming. The leads and extensions were replaced on (B)(6) 2013. It was also reported that the lead was surgically repositioned on (B)(6) 2014. The information reported was conflicting and follow up as been initiated to find more information.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 97754, serial# (B)(4); product type recharger product ID 97740, serial# (B)(4); product type programmer, patient. (B)(4).